Manufacturer narrative:
(B)(4). Device evaluated by MFR: unit received in a decontamination pouch, overall visual did not identify failures or evidence that could be lost due to decontamination process. The returned device matches with upn and lot provided by the customer. The product returned has a kink approximately 13 mm from the distal tip in the neutral position. The kink is between r1 and r2. The ring2 seal has been compromised; there is body fluid on the edges of the ring. The catheter was placed on the curve template and the device did not pass the right curve test; the tip did not reach the shaded area of the template. The device did pass the left curve test however the device has a kink at the distal section at 13 mm from the tip. There is body fluid in the interior of the sheath. The kevlar wrap is displaced and the center support is bent. One of the steering wires is detached; there is evidence of solder on both the center support and the detached steering wire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Reportable based on device analysis completed on 1/9/2017. It was reported that the catheter had a poor curve. The physician reported that during the procedure the intellatip mifi xp had a strange curve near the tip and she was no longer able to bend it in the right mode. So the physician changed the catheter with a different type. No adverse patient effects occurred and the patient¿s status is stable. However analysis revealed a compromised r2 seal.